Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported display issue; display flex found damaged (creased). Analysis also found the tabs on the power cord bay door are broken, ECG (electrocardiogram) connector on the lem (link electronics module) printed circuit board assembly is loose, and the system fan is noisy. Concomitant: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer turns on but the screen goes blank and initialization does not advance.the programmer was returned for repair. There was no patient involvement indicated.